Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery test or verify compromised force sensor system alarm due to broken, detached end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the entire end of the pump popped off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.